Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the reportable malfunction in b5, the evaluation found non-reportable findings: the bending section could not be bent in the ¿up¿ direction and did not meet standard values due to a cut on the angle wire, the venting connector under the grip and the connecting tube had a dent, the bending section cover, the image guide protector, both had a scratch, the bending section cover adhesive was chipped, the bending angle in the ¿down¿ direction exceeded standard value due to deformation of the bending tube, the neutral position of the angle knob was out of the specified position due to wear of the angle wire, a foggy image occurred due to the damage on the objective lens, the indication on the light guide connector was unclear, and the eye piece was deformed. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the tracheal intubation fiberscope had a bad angle, and the paint was bald. The issue was found during anesthesia intubation. The device was returned for evaluation and during the device evaluation, the coating on the connecting tube was found to be peeling. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the event caused by stress of repeated use, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: there is an inspection method for the relevant event in the instruction manual ¿chapter 3 preparation and inspection 3.2 preparation and inspection of the endoscope". 1. Visually inspect the control section for excessive scratching. 2. Visually inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 3. Visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. 4. Carefully run your fingertips over the entire length of the insertion tube. Olympus will continue to monitor field performance for this device.